Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator medium oval snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician placed the snare over the lesion and gripped the handle, but strong resistance was encountered which caused the handle cannula to detach from the finger ring assembly. The device was removed from the patient and another captivator snare was used to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator medium oval snare was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician placed the snare over the lesion and gripped the handle, but strong resistance was encountered which caused the handle cannula to detach from the finger ring assembly. The device was removed from the patient and another captivator snare was used to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was confirmed. This failure may have been caused by improper assembly of the handle cannula during the manufacturing process. It is important to mention that the active cord connector and insert were found within specifications. Therefore, the root cause of the complaint is manufacturing. There is an investigation in place to address this issue.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event: handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.